Manufacturer narrative:
Due to character restrictions in block e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that tip of the icast stent was found to be bent during use. No harm was reported.